Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that patients were not showing up on all stations and that the stations had been set to critical override. The technical support specialist (tss) stated that the issue has been resolved and there was no response from the customer. So, the technical support specialist has closed the case. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, patients did not cross over to all stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.